Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered. Fracture of the pace/sense portion of the lead was suspected and pace/sense oversensing was indicated. Many non-sustained episodes were noted. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counts (sic). The analyst commented that beginning (B)(6) 2015, 798 ventricular sic were noted with high rate non-sustained episodes and evidence of lead noise oversensing. Analysis of the device memory also indicated the right ventricular (rv) lead integrity alert was triggered. The analyst noted that the rv lead integrity warning occurred on (B)(6) 2015 for sic greater than or equal to 30 in three days and rv lead impedance variation in the last 60 days. Lastly, analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The analyst commented that on (B)(6) 2015, rv pacing impedance measured greater than 3000 ohms. Impedances continue to be high and variable. (B)(4).